Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery, the femoral head impacted the peripheral poly tab of the esc liner so hard it bent the poly tab towards the center of the liner preventing reduction. While extracting the liner, the extraction tip broke off.

Manufacturer narrative:
Examination of the returned instrument confirmed a portion of the tip broke off. A previous investigation found the instrument may have been used to pry out either a metal or ceramic liner instead of tapping to gently breaking the bond between the tapers. This instrument was designed for removal of polymer inserts. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.